Event description:
Customer reportedly obtained results of 390mg/dl, 140mg/dl, 74mg/dl, and 71mg/dl on the accu chek compact test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No strip information provided. No quality controls were used. Location of comparison not provided. Compact meter. Compact test drum, lot number/expiration date not provided.

Manufacturer narrative:
Suspect device is compact test strips.